Event description:
Dealer advised after unit running for about five minutes only getting 85 to 86 percent oxygen with orange light. Dealer advised just received back from repair RMA (B)(4). Dealer could not provide any further information, (B)(4).